Event description:
The pt experienced no stimulation following a CT scan. She had to wiggle herself into a wheelchair that was too small for her. In the process of doing so, she rubbed against the arm of the chair fairly hard. She was able to turn the implant on and off but was not able to increase/decrease stimulation. The neurostimulator (ins) was "not working". She thought the ins got "dislodged". The ins felt different, like "it was pushed down flatter than before" meaning the implant was in a perpendicular position relative to before she sat in the wheelchair. She has an appointment scheduled with her physician on (B) (6) 2010. Additional info has been requested.

Manufacturer narrative:
(B) (4).